Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinic received an alert for high, out of range hv lead impedance measurement through a merlin transmission. The possible cause of high impedance was dry pocket, electrolyte imbalance, dehydration, or medication change. The patient will continue to be monitored. No further information is available.